Event description:
Customer reported when she changed the battery on her insulin pump, the battery compartment was corroded. She put a fresh battery in the device and it is not turning on. She scraped off the corrosion but the device still won't turn on. Customer stated the corrosion is probably due to battery leakage. Customer's blood glucose was 135 mg/dl. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube, battery cap contact, cracked case at display window corners, reservoir tub, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.